Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched. Lead was stretched causing the inner tubing to buckle and preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that the fixation mechanism did not seem to be working properly. The lead was not implanted and there was no reported complaications with the patient as a result of this event.